Manufacturer narrative:
H.6. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2199788. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that black foreign matter was found on the bd intima-ii¿ closed IV catheter system needle joint when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "the doctor diagnosed neonatal aspiration syndrome. When the nurse performed the puncture, she found a black foreign object at the joint of the indwelling needle after opening the indwelling needle package. Immediately replace the indwelling needle with a new one and report to the equipment department immediately, which may delay the treatment of the child."